Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1471 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by vascular access team one of her staff made a regular dressing change. As she was wiping the catheter with disinfection and cleaning it (they are using chlorhexidine), she was able to wipe off signs on the catheter information about catheter fr. And calibration.